Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The diagnostics for the event was an examination done on (B)(6) 2015 and troubleshooting included removing the catheter. As the catheter involved was a trial catheter, no serial or lot number was available. No symptoms or exact cause for the leak was determined. The progress notes just indicated the catheter began leaking from the insertion site and was removed. The drug was duramorph, 40 mcg/ml. Initially 0.5ml/hr, then decreased to 0.3ml/hr before leak due to urinary retention.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare provider via a clinical study on (B)(6) 2016. The exact cause of urinary retention was not documented but was considered likely related to surgery/anesthesia as the patient had a history of post-operative urinary retention.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a patient who was receiving infumorph (lot number, concentration, dose, and dates of therapy not reported) via a trial intrathecal (it) catheter. Indications for use, medical history, and concomitant medications were not reported. On (B)(6) 2015 the trial it catheter was found to be leaking during the pump trial. On (B)(6) 2015, the it catheter was removed and the event resolved without sequela. No patient symptoms were reported. According to the hcp, the event was related to the entire catheter and was unlikely related to the implant procedure. Additional information regarding catheter identification, patient symptoms, cause of the leak, troubleshooting/diagnostic testing, drug details, indication for use, medical history, and concomitant medications was requested. If additional information is received, a follow-up report will be sent.